Event description:
It was reported that this brady lead was surgically explanted due to unknown product performance issue. This brady lead was replaced. No additional adverse patient effects were reported.